Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump is worn against the customer's skin. The customer's blood glucose level ranged from 70-200 mg/dl. A system check was performed and the pump was functioning as intended,